Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted on (B)(6) 2011 with a bifurcated stent and two infrarenal aortic extensions. A follow up computed tomography (CT) showed a type 3b endoleak. The physician elected to implant an additional bifurcated stent to seal the endoleak. The patient is stable.